Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor barrier separation after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported by customer they were experiencing poor barrier separation. Additionally, on 1/24/2020 the bd sales consultant provided the following additional information: spoke with the customer, and she stated they are doing a clinical trial, and drew only 1 patient for 7 harvest times (7 tubes used), bd 367986, and all the tubes exhibited the same problem. She confirmed that the centrifuge speed and time were 1300 g for 10 minutes, the tubes were inverted and allowed to sit for 30 minutes before centrifuging. This is the first time they have ever used this tube, so they are not able to determine if it is a patient condition issue.

Event description:
It was reported that there was poor barrier separation after use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it was reported by customer they were experiencing poor barrier separation. Additionally, on (B)(6)2020 the bd sales consultant provided the following additional information: spoke with the customer, and she stated they are doing a clinical trial, and drew only (B)(4) patient for (B)(4) harvest times ((B)(4) tubes used), bd 367986, and all the tubes exhibited the same problem. She confirmed that the centrifuge speed and time were 1300 g for 10 minutes, the tubes were inverted and allowed to sit for 30 minutes before centrifuging. This is the first time they have ever used this tube, so they are not able to determine if it is a patient condition issue.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10